Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not/has been returned to the manufacturer for evaluation. However, photos was attached. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a chronic catheter placement using broviac cv catheter, single-lumen, 4.2f. During the procedure, the catheter broken near by the hub area and did not feel any kind of compression or pressure while infusing. The device was removed. Reportedly, broviac line was allegedly found complete break and one line was within the body only. The catheter was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows a partial view of the catheter implanted into the patient; a partial break can be noted where the inner lumen and outer lumen was attached partially to the other end of the catheter. Therefore, the investigation is confirmed for the reported catheter fracture issues. However, it is inconclusive for the reported migration and material separation issue as supporting evidence of the reported migration and no complete separation were noted. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a chronic catheter placement using broviac cv catheter, single-lumen, 4.2f. During the procedure, the catheter broken near by the hub area and did not feel any kind of compression or pressure while infusing. The device was removed. Reportedly, broviac line was allegedly found complete break and one line was within the body only. The catheter was removed. The current status of the patient was unknown.